Event description:
Please see report number 3004209178-2016-04970.

Manufacturer narrative:
Concomitant medical devices: product ID 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator.

Event description:
Information was received from a health care provider (hcp) and a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the patient needed their left implantable neurostimulator (ins) replaced as it is dead. The hcp reported the depletion was expected. The patient was an inpatient due to an unrelated and unknown issue. The rep reported that the patient was having a parkinsonian crisis due to the dead battery and is in the hospital. Follow-up with the health care provider (hcp) indicated that the parkinsonian crisis began early (B)(6) 2016 and confirmed it was due to normal battery depletion. The hcp increased the patient's dose of sinemet but it has not helped because it increased the patient's dyskinesia. Please see report number 3004209178-2016-04970.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.